Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a follow up transesophageal echocardiography (tee) on (B)(6) 2025, a 3-4mm leak was noted. The leak was sealed with a non-boston scientific (bsc) amplatzer duct occluder on (B)(6) 2025. There was no residual leak noted after the duct occluder was placed. There were no patient complications.